Event description:
Received a verbal report in 2005 from a peritoneal dialysis clinic rn that one of her patients was diagnosed with peritonitis. Apparently, this pt reported to the rn a leak at the connector site on the tubing set. The pt came into the clinic and a sample of effluent was obtained for a culture. The culture was positive and grew coag negative staph according to the rn. This pt was then ordered vancomycin 2 grams every 5 days intraperitoneally and was treated on an outpatient basis. The pt reportedly has recovered from this event and is free from signs or symptoms of infection. The pt is able to continue his method of dialysis as ordered. The pt discarded tubing so no sample is available.